Manufacturer narrative:
This event was determined to be supplemental information to MFR. Report # 2916596-2023-07144.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a strong case of right heart failure after pump implantation and was later implanted with a right ventricular assist device (rvad). The device was assumed to be related to the right heart failure was it occurred after pump implantation. The urine output was not collected afterwards so continuous hemodiafiltration (chdf) was introduced. The patient's central venous pressure (cvp) was over 18 mmhg, and the cardiac index was less that 2.0 liters/minute/meter squared. The patient had peripheral edema and intermittent ventricular tachycardia, so amiodarone was introduced. The patient was treated with catecholamine. On day nine, oxygenation worsened so the patient was reintubated and a veno-venous extracorporeal membrane oxygenation (vv-ECMO) was placed, but their effects were limited. The patient developed bacteremia which led to multiple organ failure. The patient passed away on (B)(6) 2023. The outcome was not related to the device. The device operated as expected.